Event description:
A male patient called lifecor customer support to report that his monitor would not start-up with his battery pack that had been placed in the monitor approximately 5 hours earlier. He could not, at that time, try his other battery pack as he had left it at the hospital with his charger. A replacement monitor and battery pack were shipped to the patient, the monitor was replaced as a precaution.